Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 200-300s (mg/dl). Customer delivered boluses to address bg levels. Troubleshooting with tandem technical support was unable to be performed due to event occurring in the past. Recommendation was made to consult with health care provider to discuss diabetes management.